Event description:
Patient came into operating room for procedure at 0745, patient was positioned by the providers and staff in the standard position for a shoulder procedure. Procedure was completed and patient was transferred to pacu at 1239. When patient awoke from his procedure, he noticed a bump on the back of his head. The patient was monitored and the bump on the patient's head was documented as well as the redness on forehead and chin from the tenant face mask.